Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6); product type: 0200-lead; implant date (B)(6)2021; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) product type: 0200-lead; implant date (B)(6)2021; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6)2021; explant date brand name vectris surescan; product ID 977a290 (serial:(B)(6) ); product type: 0200-lead; implant date (B)(6)2021; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient was getting implant replacement when doctor nicked one of the left implant battery lead. Technical services reviewed with rep that the nicked lead won't affect MRI, but system could potentially be compromised and it's up to doctor to determine if the lead needed to be replaced. The rep noted that an impedance check came back normal.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the nick was so small it was actually hard to even see. Lead connectivity, impedances and overall integrity seemed to be totally normal so no other actions were taken. The patient still has the leads and they were functioning as usual.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.